Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed as intended.

Event description:
It was reported that during a lap anterior sigmoid resection procedure, on the 2nd firing of the device, across the sigmoid, the surgeon could not advance the firing lever past the 1st stroke. The jaw could not be opened by pressing the release button and the surgeon had to use the manual release lever to open the anvil. Upon inspection it was noted that the staples had been partially expelled and the legs of the staples were not formed. The unformed staples were removed and the procedure was completed with another device. There was no adverse consequence to the patient.